Event description:
Nurse and family reported that ventilator was not giving the correct pressure. The patient then desatted and required ER visit. Patient switched to back-up ventilator and issue was resolved.